Manufacturer narrative:
No samples were returned for evaluation for the report of an observed step on the tips of an unknown quantity of samples; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because samples were not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. A very small step on the tip is permitted per specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before multiple procedures, it was noticed that the blades had a step/tier. There was no patient involvement or harm. This is two of two reports from this facility.